Event description:
An optometrist reported that he has seen inflammatory response in at least 10 pts that have used complete moistureplus to care for their contact lenses. The doctor reported that he has noted full thickness stromal edema focal and multifocal actually, and disrupting both endothelial and bowman's, so it was through the whole thickness. Add'l info has been requested; no response. Pt details and lot numbers are not available for further investigation. No further info is available or expected.

Manufacturer narrative:
Lot number of solution used by pt is unk, and the MFR does not have pt info that would allow us to further our investigation of lot number. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has been established.